Event description:
A male peritoneal dialysis (pd) patient reported they were hospitalized, and it was related to dialysis. The patient also stated they were having a fistula placed and transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for pseudomonas fluorescens. The patient¿s antibiotic therapy was adjusted with the vancomycin being discontinued. The physician determined that the patient¿s pd catheter required to be removed and that the patient would transition to hemodialysis temporarily. On (B)(6) 2022 the patient was admitted to the hospital for the catheter removal and placement of the fistula. The patient had the pd catheter removed on (B)(6) 2022. The patient remains hospitalized currently. No additional information pertaining to the hospitalization was available. The pdrn stated the suspected cause of the peritonitis is a breach in aseptic technique. It is unknown how long the patient will remain on hemodialysis.